Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. Same case as MDR ID# 2134265-2013-01654. It was reported that post a stenting treatment procedure, chest pain occurred. (B)(6) 2011 - the patient presented with persisting angina symptoms and was diagnosed with stable angina. The physician treated two lesions. Target lesion #1 was a de-novo lesion, located in the mid rca (cass site #2) with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm which was treated with direct stent placement using a 2.50 x 24 mm taxus liberte stent, with 0% residual stenosis. In addition the proximal lcx was treated with placement of a 3.0 x 32 mm ion drug eluting stent. Post deployment of the study stent in rca and ion stent in lcx, the patient experienced chest pain for which nitroglycerin was administered. The pain resolved in an hour after the procedure. The patient was discharged the next day on aspirin and prasugrel.